Manufacturer narrative:
The insulin pump received with normal operating currents. No low battery alert alarm occurred during testing. Pump monitored for several days and no unexpected beeps or alarms occurred. Pump passed self test. Pump powers up properly and no frozen display noted. Current time and date were programmed properly without display freezing up. All buttons functioning properly. No damage in the keypad assembly noted and no unlocked keypad connector during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported that he received a no delivery alarm, none of the buttons were working, and there was a constant tone coming from the insulin pump. The customer's blood glucose was 155 mg/dl. Inserting a new battery did not restore normal insulin pump function. The customer stated the insulin pump froze while attempting to perform a self-test. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).